Event description:
It was reported that the device was not heating and that the attachment to pole was missing.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with an old style pcb (printed circuit board) and drain fitting, worn line cord, missing swivel for the pole clamp, stained reservoir and cracked reservoir cover around all four corners. The customer stated problem was duplicated, faulty pcb assembly and unknown damages to the pole clamp was found. No action taken. Device has been deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.